Event description:
Add'l info rec'd from MFR 4/29/02: at the present time, MFR is unable to make any determination about the role of the vail bed in the death of pt due to insufficient and inconclusive info and limited access to the parties involved. The investigation is ongoing.

Event description:
The decedent was found between the mattress and wall of the specialty bed that was used by the family. The bed was a "vail enclosed bed system". The decedent was transported to the office of the medical examiner for autopsy where the cause of death was determined to be asphyxia. After the autopsy, rptr went to the decedent's home to evaluate the bed. Between the mattress and the wall of the bed is a bolster and this bolster was 8 1/2" below the level of the mattress. The wall of the bed which stretched to 7 1/2" away from the mattress creating an open space at the head of the bed. This open space creates a pocket between the bolster and the wall of the bed, in which the decedent was reportedly found. Also, below the mattress is a blind pocket created by the wall of the bed and the decedent's head was reportedly within this space. Rptr is concerned about the safety of this bed and the potential for open spaces that have the potential to asphyxiate. Notified of a death. The decedent had been transported to hosp where decedent was pronounced dead. Reporting authority wanted to know about arranging for office of medical examiner to accept jurisdiction over the case. Dr's info was provided. Decedent had pmh of cerebral palsy, spastic quadraplegia, and blindness since birth. Parent adopted decedent. Decedent had learned to combat crawl over last 1-2 weeks. Decedent also had gerd and parent would lay decedent down on stomach after feedings. The decedent was placed in a specialty bed. Approximately 1-1 1/2 hrs later, when parent checked on decedent who was not seen on mattress of bed. Parent opened one end of the canopy and found the decedent head down between the mattress and wall of the canopy. 911 was contacted and decedent was transported.